Event description:
It was reported that when the physician would coil the catheter behind the pump, sometimes it would migrate up above the pump. This was reportedly a concern because then the physician could potentially damage it during refill. He reportedly did not know of a way to ensure that the catheter stays beneath the pump. The comments were made when the physician was asked about the current design. It was confirmed that there were no patients involved. This was an issue that the physician foresaw happening with the current design.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4)